Event description:
Reported false positive sars result for 1 staff member. It is unknown if the staff member was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). It was also communicated that the operator of the test was untrained and that the negative quality controls did not pass before conducting the test (off-label use).

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.